Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with irregular corneal topography in the left eye post lasik surgery. The patient reported impaired vision. The symptoms were continuing. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the log file for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The log file shows twenty-eight successfully performed treatments. The energy was stabile during the whole day. The treatments could be identified via refraction values. The user performed an energy check before this patient. During preparation of right eye treatment a bed position warning message occurred. It cannot been seen in logfiles whether patient bed position was corrected before treatment or not. Both treatments were performed successfully without interruption. However, the user performed right eye treatment with sphere +3.00, cylinder -0.15 and axis +0° instead of axis +30° and left eye treatment with sphere +3.25, cylinder -0.15 and axis +0° instead of cylinder -0.35 and axis +161°. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications, device worked as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in a.1., a.2., and b.6. The manufacturer internal reference number is: (B)(4).